Event description:
It was reported that pt underwent revision total knee arthroplasty in 1995. Pt returned to surgery due to loosening of the tibial component in 2006. Wear was noted on the tibial bearing component.

Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state that this type of event can occurr. Evaluation of returned component noted bone cement in one screw hole of device. The report filed on jan 9, 2007.